Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged high bg and insulin flow back during bolus found on (B)(6) 2021. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and test p-cap locks into the reservoir compartment. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. No pump alarm insulin flow blocked alarm found on or near the event date in the pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers insulin flow block alarm during bolus was not confirmed. Customers high bg was unable to be confirmed. Pump passed full dry test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 500 mg/dl. Insulin pump received insulin flow block alarm. Customer performed fill cannula process and insulin exited. Customer did all possible troubleshooting for high blood glucose level. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.